Event description:
Post cryoablation procedure, the patient had a cardiac tamponade. Patient had a decrease in blood pressure and chest pain due to the cardiac tamponade. Surgical intervention (periocardiocentesis) was required to treat the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.